Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that on (B)(6) 2011 at 7:00 am the patient obtained a blood glucose reading of "hi mg/dl" (greater than 600 mg/dl). At that time, the patient experienced the symptoms of nausea and frequent urination. The patient was given a correcting bolus of insulin via a syringe; he did not seek any medical attention. The patient's blood glucose level the night before this event was 103 mg/dl. Troubleshooting revealed the pump gave an empty cartridge and loss of prime alarm at 1:20 am; however the patient did not feel the pump vibrate and did not respond to the alarm. The patient's technique was incorrect in that he did not response to the loss of prime and empty cartridge alarms. There is no evidence the pump was not functioning appropriately. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no loss of prime issues or delivery defects found with the pump. Unrelated to the complaint, evaluation revealed a dim and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.